Event description:
It was reported that the patient experienced inappropriate shocks at multiple times due to t-wave oversensing (twos) with noise. The patient presented with symptoms of heart failure. A lead integrity alert (lia) triggered for high rate non sustained, sensing integrity counter (sic), and noise. It was also noted that the r waves were small. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.